Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a radio frequency ablation procedure using an intellanav mifi open-irrigated ablation catheter there was insufficient irrigation. During the procedure the generator stopped and displayed a high temperature warning. While attempting to troubleshoot the issue they identified a kink in the irrigation tubing that was preventing proper irrigation. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is not expected to be returned for analysis as it was disposed of by the site.